Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with sepsis. At this time the patient has been given beta blockers and the right ventricular lead was reprogrammed and remains in service. No additional adverse patient effects were reported.